Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found color bars in the image. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the image was not displayed due to a cable failure. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): handling and general precautions caution ·do not curl the camera cable smaller than 20 cm in diameter. There is a possibility of damage. When rolling up the camera cable, be careful not to twist the cable. There is a possibility of damage to the cable. To avoid twists in the cable, the cable should be wound so that the top and bottom loops of the cable overlap each other alternately. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, while using the camera head, an image color bar occurred. The issue occurred during preparation for a therapeutic laparoscopy. There were no reports of patient harm.